Manufacturer narrative:
The reported event of skiving was confirmed. No resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and a build-up of skived material was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the skiving remains unknown.

Event description:
Following transseptal puncture, resistance was noted while inserting the needle. The dilator and needle were removed from the patient and flushed and skived material exited the dilator. The introducer was used to completed the procedure with no adverse consequences to the patient.

Event description:
Following transseptal puncture, resistance was noted while removing the needle. The dilator and needle were removed from the patient and flushed and skived material exited the dilator. The introducer was used to completed the procedure with no adverse consequences to the patient.